Event description:
The manufacturer received information alleging a device's sound abatement foam became degraded and caused coughing, choking, difficulty breathing and asthma. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported received information alleging an issue related to a device's sound abatement foam. Additional information received and b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused coughing, choking, difficulty breathing, wheezing and asthma. The patient reported to have received a prescription for inhalers. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Section h6 was updated with the appropriate health effect - clinical code and health effect - impact code.

Manufacturer narrative:
The manufacturer previously reported received information alleging an issue related to a device's sound abatement foam. Additional information received and b5 should be reported as: the manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused coughing, choking, difficulty breathing and asthma. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported received information alleging an issue related to a device's sound abatement foam.

Manufacturer narrative:
Additional information was received on june 27, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging that they wake up choking and wheezing all the time, they have asthma, using 2 inhalers, nasal/throat irritation or soreness, shortness of breath, CT scan shows nodules on lungs. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated by the manufacturer and using a known good power supply and power cord, they was able to confirm the device powered on and provided airflow. During the external and internal investigation, observed an unknown dust contaminant on the flip doors, top enclosure, rear panel, ui panel, pca, bottom potential hairlike enclosure, blower, blower box and blower seal, particles were found on the inside of the top enclosure and on the back of ui panel. Evidence of liquid ingress with an unknown dust contaminant was observed on the blower box. They observed liquid ingress with potential mineral deposits on the bottom of the blower, keratin like substance was observed on the blower box outlet. Evidence of sound abatement foam degradation/ breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam residue in the blower box. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer concludes that they were not able to confirm the customer complaint and unable to directly address the patients symptoms. There was no evidence of sound abatement foam degradation. Sections b1, b2, d8, d9, h1, h3, h6 has been corrected and updated in this report. Section b1 was corrected for product problem. (Bothe adveerse event and product problem was checked in the previous MDR.) Section b2 was corrected to blank. (Previously, it was other serious or important medical events.) Section h1 was changed from serious injury to malfunction. Section h6 health effects - impact code was corrected.